Event description:
It was reported that the bd alaris smartsite gravity set experienced foreign matter, contaminated. The following information was provided by the initial reporter: a large mobile foreign body (appears to be a piece of metal) was discovered in a IV giving set prior to patient use but after it had been run through. Line has fluid in it but has not been used on a patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023. H6: investigation summary one 42290e sample from lot 22079379 was received in opened packaging for investigation; residual fluid was detected in the drip chamber of the device. The feedback provided by the customer suggests a large piece of metal was detected in the tubing. A visual inspection of the returned sample confirmed the customer's experience, as a 1cm piece of metal was detected in the set between the back check valve (bcv) and smartsite y-port connector. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the metal was likely to be a piece of a tubing expander that had inadvertently broken off during the assembly process and was not identified during subsequent assembly steps due to human error. A review of the production records for lot 22079379 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The expander tip although made of metal, due to its design can be very brittle and easily broken off. As a result of this feedback, the manufacturing site have now both redesigned the expander tip and are using a different alloy of stainless steel which is more malleable to prevent future breakage.

Event description:
It was reported that the bd alaris smartsite gravity set experienced foreign matter, contaminated. The following information was provided by the initial reporter: a large mobile foreign body (appears to be a piece of metal) was discovered in a IV giving set prior to patient use but after it had been run through. Line has fluid in it but has not been used on a patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.